Event description:
During follow-up angiography, 11 months after the index procedure, the vessel previously treated with a bx velocity stent demonstrated 50/75% stenosis. No treatment was performed for the lesion, the report indicated that the pt was placed on plavix for 1 month.